Manufacturer narrative:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 478 with abdominal pain, extreme drowsiness, polydipsia and nausea associated with an alleged cartridge cap issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the pump was giving a loss of prime warning due to the cartridge cap not being properly secured onto the pump. The patient took the bolus via the pump and injection and was able to bring down the blood glucose. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged use error issue.

Manufacturer narrative:
The cartridge cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
Receive any treatment above and beyond the usual routine of diabetes care and management.